Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "pump was in use, switch pump on no beeps, no audio, cannot get past turn on screen" was confirmed by a baxter service technician during product evaluation. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). However, no repairs have been made at this time.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that was in use, the pump was switched on and there was no beeps, no audio, and cannot get past turn on screen". There was no patient involvement, injury or medical intervention reported related to this report. No additional information is available. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
The device has been received for evaluation; upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).